Event description:
It was reported that the collimator on the 9900 system will turn without being commanded and the system will reboot without being told to do so. No patient injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The failure could not be duplicated. The ffb board was replaced during the service call. The system was tested and found to be working as intended and put back into service.